Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, a.3a, a.4, b.7, h.6 and h.11 and correction in b.5. Investigation: lot number, manufacture and expiry date are not available at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Per follow up with the customer the clinical team favored this to be a consumptive process related to his sepsis and opted to proceed with the procedure further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that follow up stated that death was due to patient disease state and no allegation of device issue. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange (tpe) on a spectra optia device. Per the customer, the device had an aim system alarm ¿rbc near top of the connector¿. Hemolysis and high triglycerides were reported, as well as a patient diagnosis of thrombocytopenia. The customer also mentioned observing blood in the patient foley and a terumo bct representative confirmed after viewing pictures the customer provided. The machine was paused, and the representative instructed the customer to restart the run. After doing so, it was reported the interface had changed, the plasma was concentrated the procedure continued without any alarms. Per follow up from the customer the patient was reported as deceased. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange (tpe) on a spectra optia device. Per the customer, the device had an aim system alarm ¿rbc near top of the connector¿. Hemolysis and high triglycerides were reported, as well as a patient diagnosis of thrombocytopenia. The customer also mentioned observing blood in the patient foley and a terumo bct representative confirmed after viewing pictures the customer provided. The machine was paused, and the representative instructed the customer to restart the run. After doing so, it was reported the interface had changed, the plasma was concentrated the procedure continued without any alarms. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.